Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that after crossing a left iliac total occlusion target lesion, the physician used an outback re-entry catheter to re-enter from a sub-intimal space into the lumen of the distal aorta successfully. After advancing the guidewire into the aorta, the physician was not able to retract the re-entry needle. Multiple attempts to retract the needle were made unsuccessfully. The physician was able to retrieve the outback catheter through a 6 fr. Sheath with the needle extended. Multiple angioplasties and covered stent deployments were performed to complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. A cordis sales representative was not present for the procedure.

Manufacturer narrative:
The report received indicated that after crossing a left iliac total occlusion target lesion, the physician used an outback re-entry catheter to re-enter from a sub-intimal space into the lumen of the distal aorta successfully. After advancing the guidewire into the aorta, the physician was not able to retract the re-entry needle. Multiple attempts to retract the needle were made unsuccessfully. The physician was able to retrieve the outback catheter through a 6 fr sheath with the needle extended. Multiple angioplasties and covered stent deployments were performed to complete the procedure successfully. There was no reported patient injury. A cordis sales representative was not present for the procedure. Multiple attempts to obtain additional information were unsuccessful.   The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17621008 was performed and no issues were noted that were considered potentially related to the reported complaint.   Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.